Manufacturer narrative:
Event summary: as reported, a hair was observed inside the sealed packaging of a safe-t-j amplatz extra-stiff support wire guide. This was discovered by a distributor. The device was not used during a procedure and did not affect the care of any patient. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complainant did not return the complaint device to cook for investigation. However, photos of the failure mode were provided from the user facility. The photos show a hair like fiber in the device packaging. In response to this incident, cook reviewed the device history record. The DHR for the reported complaint device lot records no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿. Cook has concluded manufacturing/quality control deficiency contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Customer name and address- phone: (B)(6). PMA/510(k) #- k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a hair was observed inside the sealed packaging of a safe-t-j amplatz extra-stiff support wire guide. This was discovered by a distributor. The device was not used during a procedure and did not affect the care of any patient.